Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) delivered therapy when the patient's rate was below the rate cut-off. Therapy should be delivered once the patient's intrinsic rate reaches or exceeds the programmed rate-cut off. It was also reported that because of this the patient received atp therapy once. Cpi received additional information in december 1997 that the ICD is oversensing resulting in pacemaker inhibition and atp thearpy.